Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2012. During the procedure, after half of the myoma was cut, the blade stopped rotating. The surgeon cut the remaining myoma and tried to remove it within a specimen retrieval bag. The myoma was removed and there were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-05384. The same patient is represented in each medwatch.